Event description:
The following was reported to davol by the pt: the pt has alleged that on (B)(6) 2013, she was implanted with a bard composix e/x mesh during a hernia repair surgery. One week after surgery, the pt alleges that she started to experience severe itching, hives, welts and a burning sensation all over her body. She reports that she has followed up with her surgeon who referred her to an allergist and that he noted her incision doesn't appear to be affected by this reaction and he does not feel it is device related. She alleges that her allergist has been treating her with antihistamines, steroids and injections, which provide temporary relief. She reports that once she discontinues treatment; however, the hives return with a severe itch. She believes her symptoms are device related and her allergist has requested and been provided with a mesh sample for reactivity testing. As the event reported could require medical treatment, an MDR is being filed to document this event. As this time, there has been no surgical intervention.

Manufacturer narrative:
Based on the available info, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. This MDR includes all pt, event and device info davol has rec'd to date. If add'l info is obtained, a f/u MDR will be submitted.